Event description:
It was reported that the customer received a prime rewind alarm and insulin would not stop dripping out during priming. Customer's blood glucose was 275 mg/dl at the time of this report. The drive support cap appeared normal. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.